Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that he pump battery gauge rapidly depleted from 65% to 1% and the pump subsequently shut off. The pump was later charged and the battery gauge suddenly increased from 80-90% to 100% battery life and remained static. The customer reported an elevated blood glucose level of 350 (mg/dl). A correction bolus was delivered to address their bg level. It was indicated that manual injections were available for diabetes management.